Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing of low anterior resection, the surgeon clamped the tissue of the rectum and tried to squeeze the handle, however a cracking sound was heard and could not squeeze the handle. Replaced by new device and the firing was completed. At the second firing, the surgeon could not fire the second device halfway. Replaced by another device to complete the case. The surgical time was extended by less than 30 minutes. There was no patient injury.